Manufacturer narrative:
(B)(4).

Event description:
It was reported that: two days after insertion, rupture of the catheter was observed in the distal port at the level of the catheter bifurcation. The line was removed and replaced immediately. No air entered the patient vasculature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: two days after insertion, rupture of the catheter was observed in the distal port at the level of the catheter bifurcation. The line was removed and replaced immediately. No air entered the patient vasculature.